Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this, the patient experienced dizziness and the device exhibited loss of capture and oversensing. Additional concerns of premature battery depletion were raised. This device was explanted and replaced. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this, the patient experienced dizziness and the device exhibited loss of capture and oversensing. Additional concerns of premature battery depletion were raised. This device was explanted and replaced. No further adverse patient effects were reported.